Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion was reported to exhibit 80% stenosis, moderate tortuosity and some calcification. The target lesion was pre-dilated twice up to 14 atms using a 2.0 mm x 20 mm balloon. The 70% stenosis remained following pre-dilation. Resistance was encountered during the delivery of the device to the target lesion. The endeavor sprint stent dislodged from the stent delivery system while passing through the lesion. The pt underwent CABG surgery. The stent remains in the pt but was not deployed. The device was inspected prior to use with no issues noted. The pt is stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: 70% stenosis, moderate tortuosity, some calcification; stent embolism. Conclusions: 70% stenosis, moderate tortuosity, some calcification.